Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: the initial examination of the returned emboguard device identified separation of the shaft at approximately 836mm, from the strain relief. No further damage was noted at any other locations on the shaft between the strain relief and the location of separation. The tip of the device was stuck in the returned introducer sheath. This was removed, and examination of the tip identified severe flattening and a series of kinks along the entire length. The separated section was 128mm in length. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, although the balloon bonds were found damaged possibly as result of the tip remaining within the introducer sheath for a prolonged period of time during transport and decontamination or how it was manipulated to remove it. A functional check including ID and balloon function check, could not be carried out on the returned device due to its condition. The complaint report detailed that the emboguard bgc device was ¿found to be kinked¿. The kink from the complaint event could not be identified on the returned unit due to its condition. There were a series of kinks on the returned device¿s tip, however this could have occurred during its removal from the returned introducer sheath which showed evidence of kinking. The complaint report also detailed that the kink got ¿caught at the tip of the introducer sheath¿ and when they tried to remove it the ¿tip was torn off and remained inside the sheath¿. The tip of the catheter was returned separated from the shaft. Therefore, the main aspect of the complaint event can be confirmed. There were three kinks evident on the returned introducer sheath at 134mm and 223mm from the strain relief and at the strain relief. These kinks could have been a contributing factor in the damage to the device. However, this cannot be confirmed from the information provided. Event recreation attempts performed as part of this investigation showed that potential cause of the flattening on the returned device tip is a severe kink in the introducer sheath during removal of the device. However, the separation observed on the returned device could not be recreated. Review of coc (batch record) confirmed that all tests were performed in process and at final inspection, and no anomaly was recorded. The lot in question consisted of 155 units, and no other similar complaints have been reported on this lot. Additionally, no similar complaint (shaft separation or exposed braid wire) was ever reported on any emboguard device. While the root cause of the complaint event could not be determined, there is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. A review of the manufacturing documentation associated with this lot (0000195794) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 31-oct-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis team reviewed the photos. The review is documented below. [Photo review]: review of the provided photographs showed evidence of damage and detachment of the distal section of the emboguard bgc shaft. The complaint device is reported to be approximately 83.5cm in length, meaning that a shaft length of 11.5cm was missing. A slight collapse was reported on the shaft at approximately 63cm from the tip. No further damage or deformation to the bgc shaft, hub, balloon region and distal tip was visible in the provided photographs, or on the rotating hemostasis valve (rhv). Note: the dilator, peel away sheath and the emboguard packaging (unit carton, mounting card, protective tubing) are not visible in the photographs provided, therefore the condition of the packaging cannot be confirmed. It was reported that a kink in the device got caught on the distal end of the introducer sheath causing the distal section to be ¿torn off.¿ based on the conditions of the device as returned to the local cerenovus representative, it is not possible to confirm the presence of a kink or the interaction/impediment with the introducer sheath. However, it is evident that the shaft was severely torqued, resulting in material separation and exposure of braid wire. The distal section of the device cannot be seen in any of the photos. It is possible that the device was torqued during removal in attempt to disengage it from the introducer sheath. The emboguard bgc is not intended to be torqued. Per the warning section in the instructions for use (IFU): do not torque the balloon guide catheter. This may result in damage to the device. Additionally, the emboguard bgc has been tested to torque to failure during design verification, showing that when torqued up to 25 full rotations the shaft may twist and collapse, however it does not separate. The root cause of the reported kink or of the device separation cannot be confirmed from the photographs and event details provided. A review of the manufacturing documentation associated with this lot (0000195794) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Conclusion: the review of the provided photographs indicates the distal portion of the emboguard bgc has been detached from the shaft, possibly as consequence of torquing the device in attempt to disengage it from the introducer sheath there was no evidence of further damage or defects present on the bgc in the provided photographs. The root cause of this complaint event cannot be determined from the provided photographs. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure to treat a cerebral infraction, the complaint device, a 95cm emboguard 87 balloon guide catheter (bg8795u / 0000195794) was used ¿as usual.¿ it was reported that the emboguard balloon guide catheter could not be advanced from the aorta, so the physician removed it from the patient¿s anatomy and found it to be kinked. It was replaced with a new emboguard balloon guide catheter and the second device could be used ¿as usual.¿ there was no report of any negative patient impact. On 02-oct-2023, additional event information was received with the following comment from the physician: ¿ the guiding tip was difficult to identify, the wire was in ascending aorta as usual, 6fr hanafi was also in the arch, and once the emboguard was advanced than the inner catheter and entered the ascending aorta, then pulled back and returned to the descending aorta, and when attempted to stick the 6fr hanafi out of the tip, the emboguard had already kinked. Attempted to retrieve, but the kink part was caught at the tip of the sheath, and when tried to get it inside the sheath to retrieve, the tip was torn off and remained inside the sheath.¿ on 04-oct-2023, additional information was received. The information confirmed the lot number is 0000195794. The information indicated that the tip of the catheter got broken off and remained inside the sheath. No other information is available at this time; if when additional information is received, the information will be added to the complaint file as additional information. On 05-oct-2023, the japan team provided pre-shipment photos of the complaint device. On 12-oct-2023, additional information was received. The information indicated that the surgical access point was femoral. A peel-away sheath was used. The target vessel was the internal carotid artery (ica). On 20-oct-2023, additional information was received. Per the information, the 6fr hanafi ¿was a typo, it was 6fr hanafee catheter [that] was concomitantly used. The tip that got torn off belonged to the emboguard catheter. Based on the additional information received on 02-oct-2023, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿